Event description:
The rptr did meter to hcp meter comparison tests, 5 minutes apart, using separate fingersticks. Rptr's meter reading was 171 mg/dl, and the nurse's meter (one touch) read 400 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the rptr checks the confirmation dot for an adequate sample. Rptr did a control test with new solution, receiving an out of range result, but did not give any details. No harm was alleged.